Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of stomach near the gastroesophageal junction in an esophagogastrectomy procedure, the surgeon stapled across the nasogastric tube when transecting the stomach. Surgeon had to resect the tube from the tissue using the stapler. There was no patient injury.